Event description:
It was reported that during the implant procedure, the implantable cardiac monitor exhibited inappropriate measured data during sense testing. The device was not used and replaced.

Manufacturer narrative:
Analysis found normal device characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.